Manufacturer narrative:
One opened 8f fast-cath introducer was received for evaluation. Functional testing confirmed a leak at the valve. The investigation revealed the leak was caused by a tear in the hemostasis seal. However, it is uncertain what caused the tear in the seal. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. St. Jude medical product surveillance was notified of this event on january 9, 2008.

Event description:
It was reported an air leak was noted at the valve during the procedure.